Manufacturer narrative:
Summary eval: eval results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The distraction rod became separated from it's hinge/joint during the first turning to test the function of the implanted and fixed devices. The surgeon needed to revise all the distraction components. During the application of the new device, the last fixation pin broke. The surgeon was able to remove the pin and replace it. This event did not result in any adverse consequences to the pt.